Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about leakage occurring with the use of mz1000."

Manufacturer narrative:
Investigation: one mz1000 sample from an unknown lot was received for investigation without packaging; no connecting product was returned to assist the investigation. Further information provided by the customer indicates that the leakage was observed during infusion. A visual inspection of the returned maxzero identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for cracks of this nature; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause could not be determined in this instance.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about leakage occurring with the use of mz1000."